Event description:
Patient experienced lost of motion (rom), pain and swelling post rotator cuff repair with orthadapt augmentation. The graft was explanted approximately fifteen months post-implant. Physician reported that the rotator cuff re-rupture was due to excessive lifting by the patient.

Manufacturer narrative:
Based on the available case information provided by the surgeon, the reported incident was due to traumatic re-rupture, and was not graft-related. A review of the device history record (DHR), indicated the device identified in this report met all manufacturing requirements.